Event description:
A CT technician received a needle stick in the hand while picking up a leftover used stylet from a 22 gauge "introcan safety" b. Braun angio catheter wrapped in a 4x4 sponge. The sharps disposal container was not immediately available. The technician laid the stylet on a 4x4 gauze pad. The technician wanted to attach the IV tubing quickly and avoid blood coming out of the catheter. When the technician went to clean up the materials, either the safety clip did not completely cover the needle tip or it may have caught on the 4x4 and pulled away from the tip causing the needlestick. Proximity of sharps container to the area has been re-emphasized and we will continue to monitor for any other incidents with this safety catheter.